Event description:
Event description: boston scientific crm received information that this implantable cardioverter defibrillator (ICD) issued two red alerts in latitude. The device had declared end of life (eol) battery status, and exhibited a charge timeout fault due to a charge time of 45.1 seconds. The monitoring voltage was 3.12v. A save to disk was sent in for engineering evaluation, but immediate device replacement was recommended. The device was explanted the following day and replaced with another boston scientific ICD. There were no adverse patient events were reported.

Manufacturer narrative:
Event conclusion: the device will be returned to boston scientific's post market quality assurance laboratory for analysis. Upon receipt, the device was dispositioned for detailed analysis to determine root cause.